Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device ran overheated during the quality investigation testing. Corrosion damage was noted within the device. The low motor cartridge was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair due to overheating during a procedure. The procedure was successfully completed with another drill without any procedure delay, no adverse event was associated with the device.